Event description:
It was reported that the patient presented to the hospital with syncope and ventricular fibrillation (vf). The physician noted that the device failed to deliver therapy at that time. External defibrillation was necessary to restore the patient's rhythm to sinus. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).